Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported when rotating the c-arm from ap to lateral position the system displayed a stator not on error. This error causes the system to shut down. There is no report of injury or death associated with the event described in this complaint.